Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Dates of event: estimated dates. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information available, a cause for the reported death could not be determined in this case. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided. The additional patient effect (serious injury) referenced is being filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying mitraclip that may be related to patient death and serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled, characteristics and outcomes of patients with normal left atrial pressure undergoing transcatheter mitral valve repair.

Manufacturer narrative:
Nah6: method code 4114 was removed and replaced with 4117.